Event description:
It was reported by the MFR that a drill attachment heated up during a routine maintenance eval. This failure did not occur in a surgical environment. There was no user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The drill attachment was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated and the bearing retainer was found to be displaced, preventing the appropriate application of preload to the bearing. Absence of preload can cause the bearing to overheat. The device could not be repaired, and was discarded.